Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (0001825034-2016-02477 / 0001825034-2016-02488). Remains implanted.

Event description:
Patient who underwent a total hip arthroplasty approximately nine years ago reported allegations of elevated cobalt and chromium levels, anxiety, tinnitus, blurred vision, ankle and foot issues, stomach problems, heart palpitations and increased blood pressure. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. No devices were received; therefore the condition of the components is unknown. Unable to perform a complaint history review as the product identification was not provided. Unable to perform a compatibility check based on the provided information. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. (B)(4).

Event description:
Patient who underwent a right total hip arthroplasty approximately nine years ago reported allegations of elevated cobalt and chromium levels, anxiety, tinnitus, blurred vision, ankle and foot issues, stomach problems, heart palpitations and increased blood pressure. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.